Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the non-calcified right common iliac verin. A 18-6/5.8/75mm xxl balloon catheter was advanced for dilation. However, on initial inflation at 2 atmospheres for 3 minutes, the balloon ruptured. The device was removed and a second xxl balloon was used. However, on initial inflation at 3 atmospheres for 2 minutes, the second balloon ruptured as well. The procedure was completed with another of the same device. No patient complications were reported and patient is doing well.